Event description:
It was reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performs an onsite investigation. The workstation connections were reseated. The calibration data were reloaded. The system was tested and found to be working as intended and returned to service.